Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17665, 1627487-2022-05862, 3006705815-2022-17666. It was reported the patient experienced an infection at the ipg and lead sites. Surgical intervention took place wherein the system was explanted to address the issue. Patient was treated through hospitalization with IV antibiotics.

Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted. The patient was treated through hospitalization with IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.